Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alerts or failed battery test alarms noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed low battery alarm and failed battery test alarm. Customer's blood glucose was 116 mg/dl. Customer mentioned the battery cap had been replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.